Event description:
The customer reported to baxter (B)(4) of an interlink pump/gravity set that was opened by the staff and discovered what looks like dirt or dried blood inside the tubing. The condition was discovered before use. No patient injury has been reported and was confirmed by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the condition cannot be confirmed or duplicated, and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. Additional information: a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. It is being reported because it is the same as or similar to product distributed within the u.s.